Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that when a bolus was programmed for a meal, the pump was only delivering part of the programmed bolus. The patient reportedly thought that an occlusion may have been the reason for a partially delivery bolus, however no alarms occurred. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2016 with the following findings: a review of the pump histories and black box did not indicate any activity related to the complaint. There were no partial boluses found in the bolus history. The pump powered on to a call service 052 alarm. Additional testing could not be completed due to the alarm. Investigation revealed that the pump casing was cracked near the top right corner of the display. The pump was opened and there was evidence of moisture damage found on the printed circuit board. Investigation determined that the call service alarm was due to the moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.